Event description:
Use of amo complete moisture plus, eye irritation and redness, consistent mucus from eye. Sensation of something in eye, pressure in eye. I stopped using product in 2007. Purchase product from wal-mart.